Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. The device was received with the distal blade lifted. However, it detached during analysis. The distal section of the balloon transition was twisted .this damage can potentially be a result of the resistance encountered during the advancement or withdrawal of the device. Also, multiple kinks were noted along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system during device use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a blade was partially detached. A 4.00mmx1.5cmx140cm small peripheral cutting balloon® monorail was selected for use. During the procedure, upon inflating the device inside the patient, an attempt to advance the balloon further distal was done but it would not advance. The device was removed from the patient and it was noted that one of the blades or atherotomes of the balloon was partially detached. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a blade was partially detached. A 4.00mmx1.5cmx140cm small peripheral cutting balloon® monorail was selected for use. During the procedure, upon inflating the device inside the patient, an attempt to advance the balloon further distal was done but it would not advance. The device was removed from the patient and it was noted that one of the blades or atherotomes of the balloon was partially detached. The procedure was completed with a different device. No patient complications were reported.